Event description:
Doctor's letter stated the pt was presented to him on 3/8/95 with a six month history (ie 9/94) of breast pain, deformity and severe capsular contracture bilaterally. Report alleges pt had "bilateral painful peri-prosthetic capsulectomy, status-post subcutaneous mastectomies and reconstruction; left glandular and cutaneous scar contracture; impending extusion of silicone implant in the right peri sternal area". Upon removal the right implant appeared to be intact although there were areas where the silicone gel appeared to have bled through the capsular.